Manufacturer narrative:
Given the impella-related access site complication with transfusion, there is not enough information to exclude the impella as an associated factor with the demise outcome. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp pre percutaneous coronary intervention for mechanical circulatory support and developed an access site hematoma and subsequently expired. The access site was the right femoral artery using micro puncture and ultrasound for access. The impella cp was implanted. After heparin, activated clotting time (act) was 290 seconds. The patient had 99% occluded left main and ostial left anterior descending arteries that were direct stented. Upon completion, the 14 french peel away was removed and the device was secured in the right groin. Prior to transport to the unit, a small hematoma was noted at the access site. The patient arrived at the unit and femstop was placed. Hematoma and oozing around site were noted. The leg was cool and discolored but doppler popliteal and posterior tibial pulses were present. Femstop was removed the next morning and oozing had stopped with the leg looking pinker and warmer. Foley patent with yellow urine. Act was 129 seconds. There was no anticoagulation due to the hematoma. Hemoglobin was at 7.8, hematocrit 23.2. And packed red blood cells were ordered. The impella cp was at performance level p-8 flowing 3.6 liters. This same day per the family, care was withdrawn and the patient subsequently expired.